Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl and bupivacaine. The indications for use was non-malignant pain. It was reported that the reason for call was that the patient stated they needed to find their refill date. The manufacturer's patient services specialist (pss) reviewed information and the patient was able to connect with their personal therapy manager (ptm) and access the therapy details. The patient stated it takes "forever" to connect to the pump and it's been like that since they got the handset system, and they preferred the old ptm. The patient was using more boluses than they were normally because they changed the medication in the pump. The patient mentioned the medication was changed because their right leg went totally numb, but they believed that the numbness was due to their stimulator so they were having the stimulator removed. The patient stated the pump was not working near as good as the other stuff does because they were in back pain as bad as they were before the pump was implanted. The patient mentioned they called the hcp office this morning.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.